Event description:
A report was received that a healthcare worker had a chemical burn on the face that lasted about 5 days. It was reported that after sterilization, pt's healthcare worker had spread out a wrap on a sterilized pouch and "salpped" it splattering hydrogen peroxide on their face. The healthcare worker was treated with an anti-burn ointment. The affected area blistered and pain was experienced. Pt's healthcare worker is now fine. The vaporizer plate was stated as being in place.